Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had elevated short v-v counts that began two months post implant. It was noted that the rv sensing polarity was programmed to unipolar because there were low bipolar r-wave measurements since implant five months ago. The rv sensitivity was also reprogrammed shortly after implant. Additionally, ventricular high rate (vhr) events show noise due to unipolar sensing. Further programming options were discussed with company technical representative. The rv lead remains in use. No patient complications have been reported as a result of this event.